Event description:
A nurse that during vitrectomy procedure, an ophthalmic tip on the needle popped off in patient eye. It was further reported that the tip was retrieved from the patient eye. There was no patient impact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened soft tip cannula in a blister with a bag containing a soft tip, in a bag was received for the report of tip of the needle popped off in patient eye. Sample was visually inspected and found to be nonconforming, soft tip detached from the cannula. Adhesive was observed in the cannula. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached to the parent file was reviewed by the manufacturing site. Photo show cannula in blister pack with soft tip separated. Reported issue confirmed from photo. The returned sample was found to be nonconforming with the soft tip separated from the cannula. How and when the soft tip of the cannula separated completely cannot be determined from this evaluation; however a manufacturing related root cause cannot be ruled out. All assemblies are 100% inspected by trained operators. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).